Manufacturer narrative:
Batch review performed on 07 may 2021: lot 174856: (B)(4) items manufactured and released on 17-oct-2017. Expiration date: 2022-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-primary 02.07.1203r tibial tray fixed cemented size 3 r (k090988) lot. 170440. Batch review performed on 07 may 2021: lot 170440: (B)(4) items manufactured and released on 17-jun-2017. Expiration date: 2022-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: three years after primary cemented tka the patient is still painful and requires revision. Both metal components can be easily withdrawn, there is no cement adhesion on either of them, which suggests a cementation problem occurred during primary. This may be due to several different factors, such as storage temperature of the cement pasckage, temperature of the components at the time of cementation, timing of the cement application. There is no reason to suspect a faulty device. Preliminary investigation performed by r&d project manager: revision surgery of a gmk primary ps implant after 3 years from primary due to pain. In the revision procedure, both the tibial baseplate and the femoral component have been found loosened. From the pictures of the explanted components, no residual cement can be seen still adhering the implants. This suggests that a cementation problem occurred during primary, most likely caused by the cement itself or the cementation process. There is no evidence that the event is related to a faulty device.

Event description:
Revision surgery 3 years and 4 months after primary surgery. Femoral and tibial components were loose. All components revised successfully.